Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the testing of the system it turned on and turned off suddenly. The case was initiated and completed using an alternate system. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The non-conforming power supply was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 4, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply the manufacturer internal reference number is: (B)(4).